Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked out of the t:lock. Reportedly, the customer tightened the t:lock connection and the issue was resolved. Customer's blood glucose was 227 mg/dl.